Event description:
Pt revised due to infection.

Manufacturer narrative:
Examination was not possible, as the product were not returned. Review of the device history records did not reveal any related mfg inspection or sterilization anomalies. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Shoud additional info be received, the investigation will be reopened. Depuy considers the investigation closed.